Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. It add'l info becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon revised uni to tka with universal baseplate and 5mm wedge. Surgeon commented that it may have subsided. Pt experienced pain." The exact implantation date was not provided, however, it was indicated that the reported device was implanted in 2007.